Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s spouse. It was reported that the patient continued to go through periods of efficacy and periods of time when he had intense urgency and frequency. He went to the bathroom as frequently as every 15 to 30 minutes and if he was not near a bathroom, it was disastrous. He never went more than 2 hours without urinating. The patient did not have any caffeine and only had decaffeinated coffee. The most recent period of urgency, frequency, and lack of efficacy began on (B)(6) 2015. He was on program 4 at 0.3 for a while, and then maybe in (B)(6) it was increased to 1.5. The reporter asked about increasing stimulation. Correction: the initial report indicated that the device was increased from 3.0 volts to 3.3 volts on (B)(6) 2015; however, the correct date for this increase was (B)(6) 2014.

Event description:
It was reported that a patient was trained to use the patient programmer while under anesthesia, did not recall what he was taught, programmer training was ineffective, and the device was not turned on. The reporter didn't know what the programmer and antenna were to be used for and wasn't sure if the device was on or off. When using the programmer, poor communication was seen. The reporter tried to reposition the antenna and ensure the antenna was plugged in, but was not able to establish communication or sync. There was a large bandage over the implant site and the patient wasn't authorized to remove the bandage until two days after implant. The patient wasn't feeling stimulation the day after implant and hadn't felt stimulation since implant. He was still going to the bathroom every hour. There were no big changes in frequency and the patient hadn't had therapeutic effect since implant. Two days after impl ant, the programmer and implantable neurostimulator (ins) were able to be synced and stimulation was on and set on program 1 at 3.0 volts. About a week after implant, it was reported that therapy wasn't working and the patient was going as frequently as before the trial. At implant the device was set at 3.0 volts and he was using the trial at 4.0 volts. The patient felt stimulation during the trial but now didn't feel it. The reporter wanted to try increasing stimulation from 3.0 volts to 3.5 volts but didn't want to do anything internally. The patient had the device for his bladder and since implant he had a sore rectum. First he was constipated, then he had diarrhea which relieved it, but he was still feeling discomfort in the lower buttocks. The reporter wanted someone to teach them how to use the programmer in person. The patient had an appointment with an urologist in two weeks and planned to take the programmer with for the appointment. About a month after implant, therapy had helped a little bit, but not much since implant. Sometimes the patient had to go to the bathroom every half hour and sometimes he could wait for two and a half hours; it was really inconsistent. The device setting was increased from 3.0 volts to 3.3 volts on (B)(6) 2015, the patient waited two weeks, and then the doctor said the device could be adjusted up to 3.5 volts. When the device was increased, the patient felt discomfort and it was sort of like pain. The device setting had been increased from 3.0 volts to 3.5 volts, but he didn't feel any surge when it was increased and didn't feel anything except some slight discomfort or pain in the buttocks where it was implanted. The reporter asked about golfing and was worried the lead could become dislodged. The patient was scheduled to see his doctor in october. He never turned the device off and 3.5 volts seemed to be ¿the magic number¿ as the patient could go for about four hours between using the bathroom. At night he usually got up every hour. The patient met with a manufacturer representative in (B)(6) and discussed still having frequency and having uncomfortable rectum pain since implant. It was close after surgery, so the patient thought it would start to go away. At his three-month checkup, the doctor didn't really think the rectum pain was a problem. The doctor ¿didn't really seem to do anything¿ and seemed to look more at the incision. The patient had continued to have frequency and stimulation had been increased to 4.0 volts. He played golf even when feeling uncomfortable in the rectum. The patient wondered if something could have happened while playing golf. On the night of (B)(6) 2015, the patient was getting up every 10 minutes to use the bathroom and had a loss of therapeutic effect. The reporter wasn't sure if something happened with the ins or if ¿it was just nerves.¿ symptoms were located in the perineum and included loss of bladder control. There was no known accident or incident related to the complaint. The ins was checked the next morning and it was on. Since the patient had gotten up in the morning, his symptoms were managed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0lneg, implanted: (B)(6) 2014, product type: lead. (B)(4).